Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead experienced a syncopal episode. Noise, oversensing and pacing inhibition were seen. It was discovered that the lead had dislodged due to twiddler's syndrome. The patient underwent a lead revision procedure where the lead was repositioned. There were no additional adverse patient effects reported.